Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were receiving multiple insulin flow blocked alarms. Blood glucose levels at the time of the incident were 104, 300, and 40 mg/dl but did not report any treatment. Blood glucose level at the time of the call was 282 mg/dl. Troubleshooting determined the alarms may be due to damaged infusion set tube. Products will not be returned for analysis.